Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if the patient's hospital stay was extended beyond what is typical for this procedure as you have stated " the patient is stable and in the hospital now."? Delayed 10 days. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was being performed? What two anatomical structures were being anastomosed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What was the reason for the prolonged hospital stay? Was the prolonged hospital stay due to the issues experienced with the device? Please explain. What is the current status of the patient?

Event description:
It was reported: malformed staples. It was reported that during the "pancreatoduodenum", after fired, noted the staples malformed and bleeding. Suture was used to oversew and stop bleeding without blood transfusion. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Duodenal papillary cancer. What surgical procedure was being performed? Open pancreaticoduodenectomy. What two anatomical structures were being anastomosed? Stomach and jejunum. What healthcare professional fired the device and what is his/her experience with the device? Very experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. What was the reason for the prolonged hospital stay? For monitoring. Was the prolonged hospital stay due to the issues experienced with the device? Please explain. Sorry, don't understand what's your question. What is the current status of the patient? Stable and left from hospital.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59k4r. Device evaluation summary: the primary intent of the analysis was to measure force-to-fire in a lab setting and to determine if malformed staples were noted when fired. The standard analysis plan was also utilized to perform the typical device analysis. The device was fired using the force-to-fire equipment, with ils reloads on test skins at the high ¿b¿ setting. (This is a conservative approach for staple formation.) Firing was performed by r&d design engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke. The force-to-fire values were below the specification limit of 146.3 lbs. And within the manufacturing control limits. During visual inspection, bodily fluids were present on the device and a small nick or stain was observed on the trocar. During testing, it was noted that the trigger return resisted and there was a rough cut and slivers on the breakaway washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.